Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the closure device button of a 6f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the closure device button of a 6f exoseal vascular closure device (vcd) could not be depressed. The procedure was completed by manual compression. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in an interventional procedure with a retrograde approach retrograde approach. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the closure device button of a 6f exoseal vascular closure device (vcd) could not be depressed. The procedure was completed by manual compression. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mmr. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in an interventional procedure with a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was partially depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was deployed. The catheter sheath introducer (csi) was not returned for this evaluation. The indicator window was in the black/white position. During this visual analysis, a kinked delivery shaft was observed at 1.0, 2.0, and 3.0 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The results obtained were found to be within specification. The measurement was taken with a calibrated micrometer. As part of the functional analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Once the window was properly positioned, the deployment lever was depressed, resulting in the retraction of the indicator wire. The indicator window subsequently transitioned to the black/white/red position. Although the deployment simulation was completed, the button could not be fully depressed. It is possible that the difficulty in depressing the button was directly related to the kinked/bent condition observed to the delivery shaft. Per microscopic analysis, a high magnification evaluation was conducted to assess the internal mechanisms. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button)-frozen/locked¿ was observed through analysis of the returned device since the button could not be fully depressed during functional analysis. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis of the returned device. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported inability to depress the button. However, if the delivery shaft of the unit was kinked/bent during use in the procedure, this condition likely contributed to the difficulty depressing the deployment lever, as experienced during functional analysis. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. If the unit was not kinked/bent during use (the customer did not report this condition), it is possible that procedural/handling factors possibly contributed to the issue experienced since there were no anomalies noted to the internal mechanisms. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ also, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.